Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer reported that the uncontrollable diarrhea was not related to the device. The c. Diff infection was from antibiotics pre-device. She took antibiotics to treat the infection.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she experienced uncontrollable diarrhea in the middle of class. The patient had c.difficile which can cause diarrhea. She was indicated for gastrointestinal/ pelvic floor. There was no further information provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.